Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the navilyst medical (B)(6) 2011 complaint report was reviewed for the product family of vaxcel pasv piccs and the failure mode of "hole in catheter." No adverse trends were identified. The returned catheter sample (lot 4078408) contained a hole in the tubing just distal to the suture wing. The condition of the catheter indicates that it was in-place for a period of time. The hole was in an area that appeared to have tape residue on it. Also, if the catheter is bent over where it exits the suture wing, the hole is at the point where the catheter kinks. The potential root cause of the defect is prolonged kinking of the catheter, use of sharp instruments in the vicinity of the catheter and/or applying the dressing prior to allowing the cleaning agent to flash off/ evaporate. As no sample was returned for lot 4029831, no device evaluation could be conducted, and a definitive root cause was unable to be determined. The directions for use packaged with the PICC devices contains the following statements: "do no use clamps or instruments with teeth or sharp edges on the catheter, as catheter damage may occur," and "precaution: prior to dressing the catheter and access site, inspect both to ensure that they are completely dry of isopropyl alcohol or acetone-based cleansing agents." Manufacturing process controls for the PICC include 100% air leak testing to insure that all catheters are free of leaks/holes. (B)(4). Additional lot#: 4029831, additional exp date: 06/30/2012. Additional MFR date: 06/2010.

Event description:
As reported by navilyst's distributor in (B)(4), a hospital experienced two instances of implanted 4f valved PICC devices which developed splits in the catheter tubing. The catheters had been cleaned (at least) weekly with 2% chloraprep. They were positioned in the pt's upper arms, with the extension legs curled back and fixed using a statlock. No stitches/scissors were used. No pt injuries or complications resulted from these incidents. Two different lots were involved: 4078408 and 4029831. The used device from lot 4078408 was returned for evaluation. The device from lot 4029831 was discarded by the hospital.